Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using MRI powerport isp. On (B)(6) 2025, sometime post a port placement, the tube was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and image were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using MRI powerport isp. On (B)(6) 2025, sometime post a port placement, the port had suction issue and the tube was allegedly broken. Reportedly, the broken part fell into the pulmonary artery and removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo and one x-ray image was provided for review. The photo shows the polythene cover in which the fragment of catheter was kept inside. The image shows that the complete catheter is no imaged, however, a long segment of catheter is seen lying transversely and appears to extend from the right heart to the left pulmonary artery. What appears to be a snare introduced from a femoral access is also present; motion artifact is noted in the distal catheter. Therefore, the investigation is confirmed for the reported fracture, migration and material separation issues. The definitive root cause could not be determined, based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h4, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using MRI powerport isp. On (B)(6) 2025, sometime post a port placement, the port had suction issue and the catheter allegedly material separated. Reportedly, the broken part fell into the pulmonary artery and removed. The current status of the patient was unknown.